Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regimen of aspirin or any other antiplatelet medications at the time of index procedure. The subject received a loading dose of 300 mg aspirin. An isleeve introducer was placed and then the native aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve involving successful repositioning of the lotus edge valve with partial re-sheathing of lotus edge valve in the delivery system catheter and deployment into more accurate position within the aortic annulus. These steps were completed in accordance with the instructions for use(IFU). Post procedure event summary: on the same day of the index procedure post procedure, the subject developed left bundle branch block. No diagnostic tests were performed. The event led to prolongation of hospitalization. At the time of reporting, the event was considered recovering.

Manufacturer narrative:
A1: patient identifier: (B)(6).

Event description:
Respond edge post market study. It was reported that left bundle branch block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regimen of aspirin or any other antiplatelet medications at the time of index procedure. The subject received a loading dose of 300 mg aspirin. An isleeve introducer was placed and then the native aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve involving successful repositioning of the lotus edge valve with partial re-sheathing of lotus edge valve in the delivery system catheter and deployment into more accurate position within the aortic annulus. These steps were completed in accordance with the instructions for use(IFU). Post procedure event summary: on the same day of the index procedure post procedure, the subject developed left bundle branch block. No diagnostic tests were performed. The event led to prolongation of hospitalization. At the time of reporting, the event was considered recovering. It was further reported that post procedure, electrocardiogram(ECG) revealed left bundle branch block with known atrial fibrillation and premature or aberrantly conducted complexes and qrs duration of 126 ms. ECG and telemetry monitoring was required overnight. The lotus edge valve appeared to be well seated with mild-moderate paravalvular aortic regurgitation. The subject was discharged on apixaban, two days post index procedure. At the time of reporting, the event was considered recovering.